Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a crease fold and an extended opening on the posterior. Weight measurement of the device identified device was underweight. A microanalysis was performed which identified a sharp crease opening, stress marks, and wear abrasion. Based on the device analysis the final assessment was a sharp crease opening on the posterior due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "patient's concern with the product." Healthcare professional additionally reported rupture. Device has been explanted.